Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion" according to the customer: "only half of the total programmed volume was delivered as the pump run too slowly compared to the entered flow rate. The set flow rate for infusion of glucose was 83 ml/h. However, the drip rate counted manually corresponded to 30 mh/h. Hence, only half of programmed drug was administered. The patient needed extra nora, plus albumin and bolus ringer's acetate due to this issue."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. The last infusion on 2023-01-02 was investigated. An infusion was started with a flow rate of 83 ml/h and a volume of 500ml. Directly after start, an air bubble alarm occurred. The line was purged, and the infusion was continued. Six hours later, the volume was done, and the infusion stopped. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars as well a technician seal on the lower housing part were available und undamaged. The device was in a clean state and no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -3,57 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). According the results of the pre-investigation only the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion" customer statement: "only half of the total programmed volume was delivered as the pump run too slowly compared to the entered flow rate. The set flow rate for infusion of glucose was 83 ml/h. However, the drip rate counted manually corresponded to 30 mh/h. Hence, only half of programmed drug was administered. The patient needed extra nora, plus albumin and bolus ringer's acetate due to this issue. Used line: infusomat space line, 8700118sp, batch 22h26fb002, see (B)(4)."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.